Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer's blood glucose was 583 mg/dl at the time of hospitalization. The customer's blood glucose was 440 mg/dl at the time of the incident. The customer's blood glucose was 167 mg/dl at the time of call. The customer stated that she was trying to treat the high blood glucose with the insulin pump. The customer stated that she had blurry vision and ketones. The customer stated that she was wearing the insulin pump at the time of hospitalization. The customer stated that there were no air bubbles and leaks found during troubleshooting. The customer stated that the insulin pump was delivering insulin. The customer declined to troubleshoot for insulin issues and site issues and settings. The customer declined to perform high pressure test. The insulin pump will not be returned for analysis.